Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced epithelial sloughing/defects on both eyes(ou) at a one-day post op exam. A brief description from the surgery center indicated there was a slight edge defect observed on ou. The patient¿s chief complaint was of mild discomfort. The patient commented that due to the healing process being longer than usual, patient was frustrated and struggling at work. Bandage contact lens (bcl) were placed multiple times on ou. The surgery center the symptoms were resolved after 2 months of initial treatment and now that symptoms are resolved, patient is much happier. Bcva from (B)(6) 2017: right eye pre-op 20/30 -4.25 x -.50 x 80, left eye pre-op 20/20 -3.25 x -.25 x 135. Bcva from (B)(6)2017: right eye post-op 20/20 .25 x -.25 x 45, left eye post-op 20/20 -1.75 x .00 x 90.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.